Event description:
It was reported that a dexcom g7 continuous glucose sensor used with the ilet pump remained in a persistent pairing state and subsequently produced repeated pairing failures until a new sensor was started, at which point a warmup countdown appeared, indicating restoration of communication. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the sensor and the system, associated with the device's electrical and magnetic communication pathway, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.